Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that he was having problems with his pump a few days ago, the escape and act button did not function properly. The customer stated that the pump was in his pocket. Customer was advised to discontinue use of the device and to revert to a backup plan.